Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
A stent was placed in the patient's ureter to repair the hole. After three weeks, the patient was checked and the ureter had healed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was inflated to (14 atm), as a result the balloon burst and ruptured a hole in the patient's ureter.

Manufacturer narrative:
Received 1 used uroforce balloon dilation catheter only. Visual inspection noted that the balloon had ruptured/burst. No pieces of the balloon appeared to be missing. Upon visual inspection of the balloon there was a longitudinal split that was approximately 20mm in length, with the distal end located 4mm proximal of the distal marker band. An attempt was made using an in-house 0.038" guidewire to check for patency. Initially there was slight resistance when inserted, but then with no resistance met. This was more than likely due to the dried material in the lumen. Since the balloon catheter was received in poor condition (balloon ruptured) further testing could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "device description: the uroforce® balloon dilation catheter is a dual-lumen catheter with a nydex* balloon mounted on its distal tip and with two radiopaque markers beneath the balloon that define working length. The lumen labeled ¿balloon¿ is for balloon inflation. The other lumen allows the catheter to track over a 0.038¿ (.97mm) diameter guidewire and can be used for monitoring of pressure or infusion of medication and/or contrast medium. Each balloon inflates to a stated diameter and length at a specific pressure--typically at 10 atm. The balloon is wrapped clockwise (when viewed from the proximal shaft to the distal tip) around the shaft and is protected by a profile reducing sheath that is positioned over the balloon for protection before use. A stylet is inserted in the distal (guidewire) lumen beneath the balloon to prevent kinking during shipment and storage. Indications for use: uroforce® balloon dilation catheters are recommended for dilation of the urinary tract. Contraindications: do not use the uroforce® balloon dilation catheter to treat obstruction that is due to extrinsic factors. Warnings: do not exceed the recommended maximum balloon inflation pressure that is stated on the label. Extreme caution should be used when considering dilation of irregular, non-compliant tissue or in the presence of certain calculi. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: this device should be used only by a physician who has an understanding of the clinical applications, technical principles and associated risks of balloon dilation within the urinary tract. Directions for use: catheter insertion: prior to use, carefully inspect the catheter for bends, kinks, or other damage which may have occurred during shipment. Do not use the product if damage is evident. Dilation procedures may be conducted under fluoroscopic guidance with appropriate x-ray equipment or by direct vision. Endoscopically place a 0.038¿ (.97mm) diameter guidewire with the flexible end in the renal pelvis. Remove the protective balloon sheath and stylet from the catheter. Advance the catheter over the guidewire. Use the radiopaque markers located under the balloon to aid in positioning. Catheter balloon inflation: confirm proper placement of the balloon within the urinary tract. Inflate the balloon with standard inflation medium (e.g., diatrizoate meglumine injection u.s.p. 60% diluted as appropriate) using a 10cc or larger syringe or inflation device. Note: do not use air or any gaseous substance as a balloon inflation medium. Note: the use of an inflation device to monitor balloon pressure is strongly recommended to determine that adequate pressure is applied and that maximum limits of the balloon are not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to reinflate the balloon. If, upon inspection of the balloon, it is noted that pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible. Catheter balloon deflation and removal: deflate the balloon using a 10cc or larger syringe or inflation device. Since deflation times vary with balloon sizes and shaft lengths, check fluoroscopically to confirm deflation before attempting withdrawal. Remove the syringe or inflation device from the catheter allowing ambient pressure to relax the balloon. Gently withdraw the catheter. As the balloon starts to exit the endoscope use a smooth, gentle, steady counterclockwise motion to facilitate withdrawal. Caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the endoscope, stop and consider removing them as a single unit to prevent damage to the product or tissue trauma. Applying excessive force to the catheter can result in tip breakage or balloon separation. Warning: after use, the uroforce® balloon dilation catheter and/or accessories may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Store in a cool, dry place. Do not expose to organic solvents, temperatures in excess of 85°c or steam. Also reviewed the IFU for the eagle inflation device, (B)(4), revision 0 (pk0302721, revision 2), which states the following: description: the bard® eagle¿ inflation device is a one-piece, plastic, 10cc disposable inflation device with a lock lever design that controls the piston, a pressure gauge, and a high-pressure connecting tube with a male rotating adapter. The pressure gauge measures pressures ranging from vacuum to 30 atm; the gauge is marked in 1 atm increments. The gauge also has an inner scale of comparable psi measurements. The accuracy of the pressure gauge has been determined to be within 1 atm over the range. Indications: the inflation device is recommended for use while performing urological balloon dilation procedures to inflate the balloon, sustain pressure, monitor pressure within the balloon, and deflate the balloon. Contraindication: none. Warnings: use only liquid inflation media. Do not inflate with air. Always follow the manufacturer¿s directions accompanying the balloon dilation catheter for instructions for use, maximum balloon inflation pressure, precautions, and warnings for that device. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable regulations. Precaution: before use, inspect the device to verify that no damage has occurred during shipping and handling. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Instructions for use: preparation: make all aspiration and injection maneuvers with the lock lever pushed left, i.e., unlocked. Unlock the piston by pushing the lock lever left. In this position, you can freely pull the piston back for aspiration, or push it forward for injection. To lock the piston in position, slide the lever right to the straight up position. Prepare a solution of contrast medium and normal saline in a small sterile bowl or in the well provided with the package. Check balloon catheter and contrast medium instructions for specific contrast mixture recommendations. Orient the tubing downward into the contrast medium. Push the release lever left and aspirate enough solution to fill the syringe. Hold the device upright to purge the air from the syringe and connecting tube. Tap the syringe lightly, if necessary, to remove all the air bubbles and fill the connecting tube completely. Inspect the syringe and tubing to ensure that the device has been completely purged. Adjust the syringe volume to 3 to 4cc. If more contrast solution is needed, submerge the syringe tip into the basin of solution and aspirate. Attaching the inflation device to the balloon dilation catheter: prepare and test the balloon dilation catheter according to the manufacturer¿s directions for use. If a separate syringe was used to prepare the balloon catheter, remove it. Create a fluid-fluid connection between the balloon and the connecting tube (male rotating adapter) of the inflation device by placing a drop of contrast solution from the syringe into each hub. Hand tighten the hubs securely. Balloon inflation and deflation: release the lock lever and allow the piston to move forward into neutral position (0 atm). To inflate the balloon, engage the lock lever, turn the palm grip on the piston clockwise slowly until the desired inflation pressure is reached. The lock lever maintains the increasing pressure. To deflate the balloon, push the lock lever left, releasing the piston, and pull back. Slide the lock lever back to lock, if desired." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.